Event description:
Report received from (B)(6) stating the motor was "noisy and the sleeve lock was damaged." The device was not being used during a procedure. No pt or user injuries were reported. There was no additional information provided.

Manufacturer narrative:
The device was received by anspach. Reliability engineering evaluated the device, and the motor was observed to have a damaged hose, swivel, the nose pins that secure the attachment were missing, the locking mechanism was damaged, the motor exhibited vibration, and there was dried biological debris observed in and around the locking sleeve. This condition is indicative of improper or ineffective cleaning, maintenance, and handling of the equipment. If additional information is received, a supplemental report will be sent. (B)(4).